Manufacturer narrative:
(B)(4). Device evaluation: the report of resistance between the needle and guide, resulting in guide wire damaged was confirmed. The customer returned one guide wire. The introducer needle was not returned. Visual examination revealed the guide wire exhibited multiple kinks near the distal end and the j-bend was opened. Microscopic examination confirmed three kinks in the wire and one had offset coils. Microscopic examination also confirmed that both welds were full and spherical. A manual tug test was performed and it revealed that both welds were intact. The kinks were measured at 2.0, 2.8, and 4.8 cm from the distal weld. The length of the guide wire measured 60.1 cm and the outside diameter (od) measured 0.803 mm. Both measurements meet specification per the guide wire graphic (length: 596-604 mm and od: 0.788-0.826mm). The IFU for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize spring guide wire damage. A device history record review was performed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The probable cause other remarks: of the guide wire kinking during insertion through the introducer needle could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was noticed, during insertion procedure that the guide wire was locked inside the needle. When removed the needle, the guide wire was broken.clinical consequences are that a piece of the guide wire could potentially fall in to the circulatory system.